Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) reports: as the surgeon was screwing the apex hole eliminator into the pinnacle cup, the hole eliminator advanced through the threaded portion of the cup and into the acetabulum. Was offered to open a new cup and hole eliminator, but the surgeon said that they really liked the cup's position and that the hole eliminator was not going anywhere. The case proceeded as planned. Only one hole eliminator was affected. There was no delay in the case. The lot number of the hole eliminator is provided below.